Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. Also, it was reported that there was evidence of moisture ingress behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/08/2014 with the following findings: visual inspection revealed that the keypad cover was free of damage. Evaluation revealed that all of the keypad buttons were unresponsive: the reported event was duplicated. The keypad cover was removed, and no evidence of contamination was found under any of the key contacts. The pump case was removed, and corrosion was observed on the keypad flex connector; this device failure directly caused the reported keypad-responsiveness issue. Information regarding the moisture ingress event has been documented in pi# (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.